Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the unit was not charging. Reportedly, the unit was always operating from battery even when the ac power was connected. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).